Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blank display. Customer¿s blood glucose was unknown. Customer reported that couple of hours ago because pump was dropped on floor , gave a13 alarm, gave high pitch noise and insulin pump isn't working after putting in new battery. Customer states the alarm did not clear with esc/act. The customer was assisted with troubleshooting and the display return but screen turned full black. Customer is not calling back after receiving a new battery cap. The insulin pump will not be returned for analysis.